Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010 the patient underwent: exploration of spinal fusion. Removal of pedicle instrumentation, s1 right. Insertion of iliac stabilization bolt, right. Insertion of iliac stabilization bolt, right. Spinal fusion, posterolateral inter-transverse process technique process technique, l4, l5, s1. Intraoperative biplane fluoroscopy. Local harvesting cancellous autologous bone. Preoperative diagnosis: status post l3, l4, l5, s1 posterior spinal fusion with pedicle instrumentation. Traumatic fracture of sacrum. Instability of comminuted fracture if right superior sacrum. Scoliosis, gait disturbances. Neuropathy. Radiculopathy. Myelopathy. Osteoporosis. Loss of structural fixation, right s1. Chronic pain. Ambulatory dysfunction. Per-op notes: "then decortication of the sacrum and transverse process exposure, l4 and l5 on the right side with onlay locally harvested cancellous bone and bone morphogenic protein was affixed to consolidate and enhance the fracture as well as the fusion form l4 to sacrum. Now, prior to the insertion of the bone graft, copious irrigation with pulsatile irrigation was achieved." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.